Event description:
It was reported that during an acdf (anterior cervical discectomy and fusion) procedure, the bur broke. It was also reported that the surgeon had to remove an already installed screw to retrieve the broken piece of bur, then put the screw back in successfully. It was further reported there were no pieces of bur left behind in the patient; the procedure was delayed by 20 minutes.

Manufacturer narrative:
The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation.